Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. The patient's medication was adjusted and the lowest therapy zone was increased. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shocks due to what appeared to be t-wave oversensing. Therapy was exhausted as a result of the inappropriate shocks. Boston scientific technical services (ts) discussed increased the rate zone cut-off. No adverse patient effects were reported.